Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H10 additional narrative: added: d10.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: díaz-dilernia f, lattore m, zanotti g, comba f, piccaluga f, buttaro m. Gait instability may indicate liner failure in patients with total hip arthroplasty. A report of three cases. Ann r coll surg engl. 2021 oct;103(9):e298-e304. Doi: 10.1308/rcsann.2021.0027. Epub 2021 aug 20. Pmid: 34414774; pmcid: pmc9364749. Objective and methods: the purpose of this article is to report three patients with gait instability and radiographic subluxation due to highly cross-linked polyethylene liner failures evidenced during stage one revision surgery. Cases 1 and 3 are related to competitor products. This pc will capture case 2, which is associated with depuy products. 71-year-old female patient with a history of bilateral tha to treat avn reports walking difficulty and gait instability with audible clicking in her left hip and is referred for revision surgery. Upon entering the joint, metallosis is identified secondary to fracture of the rim of the poly liner and asymmetrical wear of the ceramic femoral head. The cup and screws and the stem were well-fixed and retained. The surgeon notes the locking mechanism for the liner was intact and there was no impingement from the fracture of the liner. The cup and head were revised without complications. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: biolox ceramic femoral head, altrex 4mm hxlpe liner with 7.1mm rim thickness.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.